Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/failure to occlude (close) fallopian tube/malposition of essure device/migration of essure device / right coil was not in the proper position possibly embedded in the uterus wall/ migration') and device expulsion ('expulsion') in a 42-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2005. The patient's concurrent conditions included obesity, menorrhagia and d & c. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2005, diltiazem (cardizem) since (B)(6) 2005, isosorbide since (B)(6) 2005, oral contraceptive nos from 1979 to 2005, oxybutynin hydrochloride (ditropan) since 1999 and pantoprazole since 1999. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced uterine perforation (seriousness criterion medically significant) and cardiac disorder ("blood or heart disorder/condition type: heart condition"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-type: gerd"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems:eye sight has decreased") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss"). The patient was treated with chloramphenicol (antibiotic). At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder, cardiac disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, psychological trauma, migraine, nausea, tooth disorder, visual impairment, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cardiac disorder, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2007 tubal ligation done on (B)(6) 2005. The patient did not have her essure removed and neither planning for a removal. Plaintiff received treatment for expulsion, migration , perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: unilateral occlusion (left tube occluded), malposition of essure device, migration of essure device, perforation (uterus) ((B)(6) 2015) results: right coil was not in the proper position possibly embedded in the uterus wall & would capsulate and be fine. ((B)(6) 2015). Imaging procedure - on (B)(6) 2005: test left occlusion only,migration. Lot number: 12274610 manufacturing date: 2005/04 expiration date: 2006/12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: dysmenorrhea (cramping),expulsion , psych injury were added. Lab data were added .event verbatim were updated:perforation (uterus)/failure to occlude (close) fallopian tube/malposition of essure device/migration of essure device / right coil was not in the proper position possibly embedded in the uterus wall/ migration .fu 3 and fu 4 together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/failure to occlude (close) fallopian tube/malposition of essure device/migration of essure device / right coil was not in the proper position possibly embedded in the uterus wall') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2005. The patient's concurrent conditions included obesity, menorrhagia and d & c. Concomitant products included acetylsalicylic acid (asprin) since (B)(6) 2005, diltiazem (cardizem) since (B)(6) 2005, isosorbide since (B)(6) 2005, oral contraceptive nos from 1979 to 2005, oxybutynin hydrochloride (ditropan) since 1999 and pantoprazole since 1999. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and cardiac disorder ("blood or heart disorder/condition type: heart condition"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems:eye sight has decreased"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-type:gerd") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and was found to have weight increased ("weight gain / loss"). The patient was treated with chloramphenicol (antibiotic). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, migraine, bladder disorder, urinary tract disorder, cardiac disorder, nausea, tooth disorder, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cardiac disorder, fatigue, gastrooesophageal reflux disease, migraine, nausea, tooth disorder, urinary tract disorder, uterine perforation, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2007 tubal ligation done on (B)(6) 2005. The patient did not have her essure removed and neither planning for a removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram on (B)(6) 2005: result: unilateral occlusion (left tube occluded), malposition of essure device, migration of essure device, perforation (uterus) ((B)(6) 2015) results: right coil was not in the proper position possibly embedded in the uterus wall & would capsulate and be fine. ((B)(6) 2015). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury nos" replace with "migraines / headaches", events" bladder or urinary problems or changes, heart condition, nausea, dental problems, tubal ligation, failure to occlude (close) fallopian tube, vision/eye problems: eye sight has decreased, fatigue, weight gain, gerd, yeast infection, perforation (uterus)/failure to occlude (close) fallopian tube/malposition of essure device/migration of essure device / right coil was not in the proper position possibly embedded in the uterus wall", new reporter, concomitant conditions and drugs,lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.